Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's power sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported a ventilator had failed a step during service testing and the power sensor board was replaced to address the issue. The component stated as replaced was a typographical error. The sensor board was replaced to address the issue not the power sensor board.